Manufacturer narrative:
Explant date: if explanted; give date: na (not applicable) to date, the intraocular lens remains implanted (B)(4). Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted. The customer noticed that the toric iol rotated from 180 degrees to 45 degrees. The doctor additionally reported that he was using a new non amo phaco machine and the tip caused an anterior rent in the bag so he left more ovd (ophthalmic viscosurgical device) in the eye than normal, and that could have caused the lens rotation. Further information was received and indicates the lens was rotated in a secondary procedure, the date of rotation was not provided. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens was not returned to the manufacturing site as to date, the lens remains implanted. Therefore, an investigation was not possible and the reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was not possible as the serial number for the reported lens was not provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lens. The dfu notes to carefully remove all viscoelastic and do not over-inflate the capsular bag at the end of the case. Residual viscoelastic and/or over-inflation of the capsular bag may allow the lens to rotate, causing misalignment of the lens with the intended axis of placement. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.